Event description:
Procedure type: inguenal hernia repair. According to the reporter: a piece of the trocar broke off and had to be retrieved from abdomen of patient. No blood loss in excess of 250cc occurred. Operative time was not extended. There was no unanticipated tissue loss of damage. No patient injury was reported.

Manufacturer narrative:
(B)(4).